Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a non tortuous and non calcified right common vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 3 atmospheres for 5 seconds, the balloon ruptured. Another of the same balloon was opened but when inflated at 5 atmospheres for 3 seconds, it also ruptured. A non-bsc balloon was used to complete the procedure. No patient complications were reported and the patient was okay.